Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular lead failed a high voltage test and an elevated high voltage impedance was noted. The physician then induced ventricular fibrillation, however therapy was not delivered and an external shock was required. The device reverted to bvvi mode following the external shock and was reloaded via assistance from abbott technical support. The physician believed the device entered bvvi as a result of the external shock. The patient remained hospitalized until the lead was capped and replaced. The patient was in stable condition following the procedure. Related manufacturer report number: 2938836-2017-22270.